Event description:
It was reported that the patient had a vt and was terminated by a shock. Two minutes later an episode was recorded with noise. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.